Event description:
Revision surgery - pt had instability. First surgery done (B)(6) 2008 using our products. Then revised with a custom biomet glenoid and a custom biomet 44 head. We had no involvement in revised case. This time (2nd revision) replaced socket insert and socket shell.

Manufacturer narrative:
File note for clarification - this pt's primary surgery was on (B)(6) 2008, during which a djo shoulder system was implanted. Following the primary surgery, on an unk date, a first revision was performed during which the head and baseplate were explanted and replaced with a custom biomet glenoid and custom biomet 44 head. Djo surgical had no involvement in the first revision, the agency was not notified or aware it took place. On (B)(6) 2010, a second revision was performed and the insert and shell, implanted during the initial surgery on (B)(6) 2008, were explanted and replaced with a larger insert and the same size shell as originally implanted. This investigation is the event report for the (B)(6) 2010 revision surgery. Info has been requested concerning the first revision for the purpose of creating an investigation for the implants removed during that revision. Investigation - this revision surgery, for instability, included replacing the humeral socket insert with a larger one (36m to 44mm). Increasing the socket insert size is a typical remedy for instability. The drh was reviewed and all processing and inspection steps were executive as intended. No info was provided regarding pt activity, accidents or medical contraindications that could lead to instability. Some factors which can contribute to joint instability include soft tissue laxity, trauma, wear, and degrading pt anatomy. There are no indications of material, design, or mfg problems with this device. Conclusion: no further action required.